Event description:
Boston scientific crm received information that this left ventricular lead was removed and replaced due to dislodgement. An unsuccessful attempt was made to reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
A new left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. Should additional information become available, an amended report will be submitted.